Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, one of the tips of the harmonic ace instrument broke off and fell inside the patient. The surgeon completed the procedure using a backup harmonic ace instrument. The instrument was inspected prior to use and no damage was noted. The instrument was in use for three hours prior to the instrument breakage. The surgeon did not notice any issue with the functionality of the instrument during the procedure until the fragment fell off. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. Upon removal of the harmonic ace instrument through the cannula, the instrument's wrist was straightened and the staff did not feel any resistance. There was no damage identified on the cannula after the event occurred. The fragment was removed by an assistant. All fragments were retrieved. No additional surgical procedure was required to remove the fragment. The patient did not return to the hospital due to experiencing any post-surgical complications. There are no images of the device or video recording available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.424" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.